Event description:
It was reported that the right ventricular lead was oversensing noise causing pacing inhibition. The patient was scheduled for a lead replacement. During the procedure insulation damage was noted. The lead was capped and replaced. The patient was in stable condition post procedure.